Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for repair. In the inspection for repair of sorc the following was confirmed; the printed-circuit board of the device was defective. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by an accidental failure of the printed-circuit board. Since this device is an original equipment manufactured product and device history record (DHR) is unknown, DHR was not reviewed. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device did not start up and the power indicator did not light up. There was no report of patient injury associated with this event.